Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. The cause of the issue was found to be a damaged dual thermistor. The dual thermistor was replaced. After repair, device passed all functional testing.

Event description:
It was reported that the device was not pumping water after getting a new pcb (printed circuit board). No physical damage. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.